Event description:
Boston scientific received information that this left ventricular lead was displaying no sensing and loss of capture. An x-ray confirmed the lead was dislodged. As a result, the physician performed another procedure to remove the lead and implant another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete analysis was performed. Visual observation found the conductor coils were damaged 81 mm from the terminal pin, most likely due to a grabbing tool during explant. There were also cuts noted in the polyurethane at 355- 358 mm from the terminal pin and cuts in the inner and outer insulation at 367-370 mm from the terminal pin. Anode and cathode testing passed with manipulation. The hipot per device spec also passed. The guidewire insertion test failed due to dried body fluid in the lumen.